Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003139, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 10-nov-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6003139". The count of complaint is 3 which is equal 3. Further investigation is required via CAPA determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR)review: the lot 6003139 was manufactured according to the work instruction (wi) version xx and manufactured in the multivac 12 on 13-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: the lot 3j02045 was assembled according to the wi version 26 and manufactured on 13-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The lot 3j00295 was assembled according to the wi version 26 and manufactured on 12-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code test results: in order to test the product, no photo or physical sample was provided. Therefore, the reference samples from the lot have been requested, however, the reference samples for the lot 6003139 have already been previously tested in the complaint (B)(4) on 03-jul-2025. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples., no non-conformance (nc) raised during production related to complaint code, the thresholds of 3 reportable complaints are met for the lot in question and malfunction code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates.

Event description:
Reference number (B)(4) event occurred in the united arab emirates. It was reported that patient was hospitalized due to hyperglycemia on (B)(6) 2025. Blood glucose level at the time of event was 430 mg/dl and patient was treated with insulin via intravenous (IV) drip. The patient had symptoms of feeling sick. Length of hospitalization was greater than 24 hours. No further information available.